Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's sibling that the customer got hospitalized due to high blood glucose with blood glucose of 400 mg/dl at the time of the incident. The customer did not think it was the pump causing the high as they had a stomach bug. The caller did not mention how the customer was treated. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the call was dropped and the caller could not be reached back. The customer stated the pump was exposed to strong magnetic fields at the hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.